Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
This event cannot cause a serious injury or a serious deterioration in the state of health of the patient, user or other person, and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received indicating that the ipg replacement was performed because the patient required an MRI. The patient was doing well postoperatively and the explanted ipg was not returned in accordance with facility policy.